Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as an 7mm x 4cm balloon. The balloon was returned partially inflated. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was then deflated without issue using an in-house inflation/deflation device. The balloon was then inflated to rbp (40 atm), and held pressure. However, the balloon would only deflate with manipulation. The balloon was cut at the proximal cone to examine and attempt to determine why the balloon would not deflate. The glue bullet was in its correct location and was not lodged inside the outer catheter shaft. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for deflation issues, as the balloon was received partially inflated and only deflated under manipulation during functional testing. The investigation was inconclusive for retraction problems due to poor sample condition (i.e. Balloon was received partially inflated). The definitive root cause could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended; when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon; if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post the first inflation during an angioplasty procedure, the pta balloon allegedly partially deflated in the a/v fistula of the left upper arm. It was further reported that the health care provider (hcp) had alleged difficulty in retracting the balloon; therefore, the hcp added a little force and the pta balloon deflated, as it was being retracted into the sheath, allowing the balloon to be retrieved without incident. Reportedly, another balloon was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post the first inflation during an angioplasty procedure, the pta balloon allegedly partially deflated in the a/v fistula of the left upper arm. It was further reported that the health care provider (hcp) had alleged difficulty in retracting the balloon; therefore, the hcp added a little force and the pta balloon deflated, as it was being retracted into the sheath, allowing the balloon to be retrieved without incident. Reportedly, another balloon was used and the procedure was completed. There was no reported patient injury.